Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash underneath the back right therapy electrode pad. It was reported that the patient had a history of sensitive skin. The patient's doctor prescribed the patient triancinalone. Follow-up indicated that the rash was about the same.